Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Quality control investigation of returned test strips on (B)(4) 2015 produced "lo" readings and black chemistry was observed. Most likely underlying root cause of appearance for black chemistry due to improper storage.

Event description:
Customer complains of "lo" results. Customer states that she feels well and requires no medical attention. The customer's expected blood results are 110-123mg/dl fasting. Verified the strips expired 7/31/2017. Customer confirms the strips have been properly stored and were first opened (B)(6) 2015. Reviewed meter memory: (B)(6). Memory concerns: "lo." Customer states the meter read "lo" and immediately went to the doctors office and read 110mg/dl. Adverse event not reported.